Manufacturer narrative:
Product and event verification: a review of the device logs for the large hem-o-lok clip applier (part# 470230-09 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2020 via system serial# (B)(4). There were 38 uses remaining after this last usage. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. The instrument was found to have loose grip cables with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and the grip cable was found to be broken at the clamping pulley. As a result, motion at the wrist was no longer intuitive. This event is being reported because the large hem-o-lok clip applier instrument has issues applying clips and had a loose grip cable. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the large hem-o-lok clip applier instrument was being used to place large clips across a vessel, but would not release the clips and hold. The site inspected the instrument and found a loose cable. The site used a 3rd party laparoscopic clip applier to continue. The procedure was completed with no reported injury.